Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. D6b - explant date (B)(6) 2025. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial dry and with residue/debris on product. Visual inspection found the haptic bent and yellowish aspect. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise. It was also reported that, "os ticl decenter move to inferior patient complained double vision, especially far vision". To the best of our knowledge the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 manufacturer narrative -refractive surprise, lens dislocation/ subluxation, double vision, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure the lens was explanted and the problem was resolved. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the lens was explanted and the problem was resolved.